Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient charged the ipg every day, but the ipg provided less than 24 hours of therapy, thus leaving the patient without therapy until the ipg was charged again. Later on it was completely unable to hold charge and was deemed inoperable. As a result, the patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.